Event description:
The patient experienced kidney problems, and a recent ultrasound showed a cyst on the patient's kidney. Urine analysis testing was pending. The patient had read in literature that dbs could result in kidney problems. The kidney issue was one of the reasons the patient wanted the dbs devices explanted. The other reason(s) the patient wanted the devices explanted were not reported. It was reported that the patient felt he should never have been a candidate for dbs due to pre-existing conditions.

Event description:
Additional information received reported that the patient was 'falsely implanted' and device or therapy 'destroyed his body and life.'

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had received poor settings. It was noted the patient had a lot of complications from the device. It was noted no new symptoms were reported and the purpose of the call was to request further information.

Manufacturer narrative:
Product ID 7482a40, lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension product ID 7482a40, lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension product ID 3391s-40 lot# v257753 serial# implanted: (B)(6) 2010, explanted: product type lead product ID 3391s-40, lot# v257753, serial# implanted: (B)(6) 2010, explanted: product type lead. (B)(4).